Event description:
Same case as MDR ID: 2134265-2012-04396. It was further reported that 175 days post the implant procedure, 75% in-stent restenosis was found in the previously placed 3.00x16mm taxus element stent in the first obtuse marginal (om) lesion. In addition, 75% in-stent restenosis was found in a taxus liberte stent that had been implanted in the left anterior descending artery (lad) during an unspecified procedure. The 75% in-stent restenosis in the om lesion was successfully treated with balloon angioplasty and placement of an unspecified bare metal stent, which resulted in 0% residual stenosis. The 75% in-stent restenosis in the lad lesion was successfully treated with an unspecified drug eluting balloon. The patient was discharged the following day.

Event description:
It was further reported that the target lesion was located in the first obtuse marginal.

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient experienced angina. The index procedure in (B)(6) 2011 treated one target lesion. Target lesion 1 was located in the ramus with 75% stenosis and was 14 mm long with a reference vessel diameter of 3.0 mm. Target lesion 1 was treated with direct stenting using a 3.00x16mm taxus element stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with unstable angina and hospitalized on the same day. Target vessel revascularization was performed. And the patient was discharged six days later.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The target lesion location was corrected from the ramus to the first obtuse marginal. (B)(4).